Manufacturer narrative:
The pod was received undeployed. A rotational sensor discontinuity could be seen in the data, causing first prime to end early so that the ratchet gear was not sufficiently rotated to release the needle mechanism by the end of priming. A root cause for the rotational sensor error could not be determined. An 0x41 alarm was sounded by the pod, indicating a rotational sensor error. A root cause for the alarm could not be determined. Half of the commutator cap had two bottom drag marks, and the other half had two top drag marks. In both cases, the top duplicate drag mark was more feint. It could not be conclusively be determined if this was related to the reported event.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the needle did not deploy as intended during activation of the pod.